Manufacturer narrative:
Section h11: correction: (g4) initial awareness date was (B)(6) 2018.

Manufacturer narrative:
After review of the analysis, this event should be a reportable malfunction. The engineering evaluation reported in the experience appears to have allowed for migration of the femoral head relative to the shell. The underlying cause of the prosthesis wear cannot be determined because adequate information was not provided, and the devices were not available for evaluation.

Event description:
Index surgery was done in 2011. Acetabular liner wear found in x-ray.